Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 59 mg/dl according to the continuous glucose monitor (cgm). Customer consumed juice and four glucose tablets to normalize bg level. Contact believed that the cgm reading may have been inaccurate as reading was 20% lower than bg finger test. Customer was reported to be fine.